Event description:
Medtronic physio-control is investing the observation of four devices found with no solder on one or both of the high voltage terminals of the high voltage relay k2. Lack of solder on one or both of these terminals could cause inhibition of defibrillation energy delivery. There have been no confirmed failures for this problem in distributed devices.